Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported the device overheated during a case at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Event description:
It was reported the device overheated during a case at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.